Event description:
"Footplate detached" was stated on the repair request. No additional info were obtained from the hospital (9/20/01). On follow-up with the hospital (10/2/01) they stated that the attachment was dropped and the footplate detached. The incident happened after surgery. No pt impact.

Event description:
"Footplate detached" was stated on the repair request. No add'l info were obtained from the hospital.